Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump miscalculated boluses. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and that the bolus was calculated correctly. The customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Customer consumed carbohydrates to address bg.